Event description:
It was reported that during the attempted implant, the superior vena cava (svc) coil appeared to have been manipulated and damaged during the implant procedure. The physician elected to replace the lead and implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the defib conductor was found to be distorted. It was also noted that there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis revealed that the lead passed with a 9 french safesheath.